Event description:
It was reported that the device powers on and off by itself. There was no pt use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the intermittent failure. Physio replaced the main control keypad assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly and observed that the domes were worn for the on key.